Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited interrogation difficulties. Upon further interrogation, the pacemaker exhibited extra-cardiac stimulation and went to back-up mode. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of pacer in the backup mode and inability to interrogate was confirmed. The reported event of therapy delivered to incorrect body area could not be confirmed. The device was received in backup mode and with unstable telemetry communication visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.